Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the treatment unknown sized abdominal aortic aneurysm. It was reported that on an unknown date a follow up angiogram indicated a type ia endoleak. Approximately 7 months post the index procedure an intervention was performed to treat the type ia endoleak by coiling of the aneurysm and the implantation of another manufactures cuff. The leak was resolved. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.